Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 20 mg/dl. Low bg cause was not known. Reportedly, customer "fell and hit [their] face", "was unconscious", "eye sight has deteriorated", and "kidneys are not properly functioning". Customer went to the emergency room and was treated with intravenous saline and dextrose. Customer was discharged the same day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.